Manufacturer narrative:
Product complaint # :(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges defective implant, friction and wear which caused large amounts of toxic cobalt-chromium metal ions and particles to be released into blood, tissue and bone. Plaintiff also alleges severe pain, discomfort and inflammation. Doi: (B)(6) 2003 ; dor: (B)(6) 2016 (left hip).

Event description:
Pfs alleges pain, suffering, decreased range of motion, limited mobility, infection caused by metal debris, tissue and bone damage, inflammation, metal toxicity, emotional distress and inability to perform activities of daily living. After review of medical records for MDR reportability, it was stated that the patient was revised to address periprosthetic infection. Revision notes reported clot and cloudy fluid with debris, fracture in the peritrochanteric area, and severe bone loss. Clinical notes reported swelling, osteolysis, hematuria, hematomas, severe pain, decreased hearing, and weight loss. Lab results shows metal ion levels were below 7 ppb. Added cup and two screws since they were also revised.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.